Event description:
It was reported that the device experienced premature battery depletion. It was also reported that the left ventricular (lv) lead had high threshold and dislodged. The device and lv lead were scheduled for replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned, but clinical data from the device was analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. The analyst commented that the battery reached recommended replacement time (rrt) on (B)(4) 2014.